Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser recanalization catheter that are cleared in the us. The pro code and 510 k number for the crosser recanalization catheter are identified in d2 and g4 h10: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using the chronic total occlusion crosser catheter to treat below knee area via ipsilateral antegrade approach in the posterior tibial artery. During the procedure, the catheter tip was allegedly detached after 50 seconds of use and still connected to the core. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser recanalization catheter that are cleared in the us. The pro code and 510 k number for the crosser recanalization catheter are identified in d2 and g4. H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 14s crosser cto recanalization catheter was received for evaluation. Upon visual evaluation, no anomalies noted to transducer handle and saline hub. Marker band was present and was noted to have slight peeling over it. Material separation was noted between the distal tip and catheter sheath on one side. The catheter sheath appeared to be slightly jagged on the side that was separated from the distal tip. No functional testing was performed due to the condition of the complaint. Therefore, the investigation is confirmed for the reported material separation as separation was noted between the distal tip and catheter sheath. Also, the investigation is confirmed for the identified peeled as the peeling over the marker band was noted. A definitive root cause for the reported material separation and peeled could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using the chronic total occlusion crosser catheter to treat below knee area via ipsilateral antegrade approach in the posterior tibial artery. During the procedure, the catheter tip was allegedly detached after 50 seconds of use and still connected to the core. The procedure was completed using another device. There was no reported patient injury.